Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted with an xfine ventricular lead on (B)(6) 2020.a few hours after implantation, a surgical review of the subject pacemaker was performed due to ventricular lead dislodgement. The physician observed the complete absence of both atrial and ventricular pacing. The pacemaker was interrogated to check eventual alerts, but no electrical tests were made. The ventricular lead was connected in the atrial channel, but no changes were observed. The ventricular lead was re-positioned and the subject pacemaker was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted with an xfine ventricular lead on (B)(6) 2020. A few hours after implantation, a surgical review of the subject pacemaker was performed due to ventricular lead dislodgement. The physician observed the complete absence of both atrial and ventricular pacing. The pacemaker was interrogated to check eventual alerts, but no electrical tests were made. The ventricular lead was connected in the atrial channel, but no changes were observed. The ventricular lead was re-positioned and the subject pacemaker was replaced.